Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 years and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that low flow alarms were observed with fatigue, shortness of breath, bounding pulse, and normal blood pressure. Inr was supratherapeutic and lactate dehydrogenase (ldh) was normal. Technical services reviewed the submitted log files, and low flow events were confirmed. On (B)(6) 2018, it was reported that the low flow events were thought to be related to a device issue. Echocardiogram confirmed the hmii pump was not functioning as intended due to suspected thrombus. Patient was medically supported medically until pump exchange occurred on (B)(6) 2018. During surgery, noted that the outflow graft br was disconnected and rubbing on outflow graft causing thrombus and obstruction of flow. It had also caused a contained rupture of the graft. Part of the outflow graft was also replaced via graft to graft anastomosis. No additional information was provided.

Manufacturer narrative:
Although the reported low flow alarms were confirmed through evaluation of the submitted system controller log file, a specific cause could not be conclusively determined through this evaluation. Furthermore, the reported thrombus, damage to the outflow graft, and disengagement of the outflow graft bend relief could not be confirmed through this evaluation. No images of the disengaged bend relief or outflow graft were submitted. The pump was returned assembled with the driveline cut approximately 12.5 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit was not returned. The sealed outflow graft conduit was returned detached from the outlet elbow. The outflow bend relief and collar were not returned. The sealed outflow graft conduit was returned with approximately .25 inches of graft material. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event. A corrective and preventative action has been implemented for disengagement to address the issue. The left ventricular assist system (lvas) was implanted prior to the CAPA implementation.